Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user with a dexcom g7 continuous glucose monitor (cgm) received dosing stopped and cgm not paired alerts after starting a new sensor, with no glucose readings appearing in the dexcom app or the ilet; it was determined the user never started the sensor and subsequently entered an incorrect pairing code, which constituted an incorrect procedure and a usage issue that was resolved with guidance. Symptoms included hyperglycemia and associated dizziness, with a fingerstick value of 214 mg/dl noted. Outcomes included no long-term health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to failure to follow instructions; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.